Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15860907 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure of an unspecified vessel, while advancing the orbit galaxy coil (640cf0615/15860907) in an unspecified headway microcatheter (terumo, type unknown), the hypotube of the orbit galaxy appeared to be kinked. However, the physician put additional force to push the coil and delivered it to the target lesion. Then, he attempted to detach the coil into the target lesion using an unspecified syringe (catalogue and lot unknown) but failed. Therefore, the orbit galaxy was safely removed from the patient and was replaced for a new one (640cf0615, lot unknown), and then, the coil detached with no further issues. After withdrawal, when the orbit galaxy was outside patient body, its hypotube was heavily kinked and bent, and as the physician held the part of the kink of the hypotube, it was damaged and separated in two pieces. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The procedure was that was mildly calcified and mildly tortuous. No patient information (age, gender, dob and weight) was provided. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During the coil embolization procedure of an unspecified vessel, while advancing the orbit galaxy coil (640cf0615/15860907) in an unspecified headway microcatheter (terumo, type unknown), the hypotube of the orbit galaxy appeared to be kinked. However, the physician put additional force to push the coil and delivered it to the target lesion. Then, he attempted to detach the coil into the target lesion using an unspecified syringe (catalogue and lot unknown) but failed. Therefore, the orbit galaxy was safely removed from the patient and was replaced for a new one (640cf0615, lot unknown), and then, the coil detached with no further issues. After withdrawal, when the orbit galaxy was outside patient body, its hypotube was heavily kinked and bent, and as the physician held the part of the kink of the hypotube, it was damaged and separated in two pieces. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The procedure was that was mildly calcified and mildly tortuous. No patient information (age, gender, dob and weight) was provided. The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it as well as it was found broken in two pieces. The introducer was received unzipped without damage. The support coil, gripper and embolic coil were found outside of the introducer and no damages were noted on them. The hypotube, gripper and embolic coil were inspected under microscope: the edge of the broken section of the hypotube appears it was elongated before it got broken. No obstructions or damage was noted on the purge hole of the gripper. No damages were noted on the embolic coil. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - failure to detach¿ could not be evaluate due to the hypotube was received broke. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have these damages since as per ch&ss investigation the customer state that ¿the physician put additional force to push the coil and delivered it to the target lesion¿ / ¿after withdrawal, when the orbit galaxy was outside patient body, its hypotube was heavily kinked and bent, and as the physician held the part of the kink of the hypotube, it was damaged and separated in two pieces¿ / ¿prior to use, no defect (kink, bends etc) was noted on the product by visual inspection¿. Additionally inspections are in place as per that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.